Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had audio or beep anomaly and hardware low level failures. Customer's blood glucose value was 145 mg/dl and 138 mg/dl. The customer was assisted with troubleshooting. The customer stated that they can not hear the alarms and not hearing the beeps. Customer reported that they did not hear the differences between the two audio beep volumes. The customer stated that the audio options of menu in the insulin pump was set to audio and vibrate and adjusted volume to five and customer heard the beep, but when customer adjusted volume to one no beep, at volume two insulin pump beep, but no beep at volume one. Customer reports they did hear beeps when audio volume settings were saved. Customer was able to clear the alarm and able to complete pump rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. The audio tones/beeps functioned properly. However, pump error 63 alarm (variableinfo=3) confirmed in the device history due to broken trace on keypad assembly.